Event description:
Procedure: vats/ wedge segmental resection. Reportedly, after firing the surgeon could not remove the instrument jaws. The surgeon pulled the instrument by force, then tissue was damaged for 5 mm. The tissue was treated with another instrument. There was no injury to the patient reported.